Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified higher reading on the adc device compared to an unspecified reading obtained on a competitor meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as tremors, dizziness, and subsequently presented to an emergency room. Upon arrival, the customer had contact with a healthcare professional (hcp) who provided the customer with sugar and cake as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. A higher adc device reading of 385 mg/dl was compared to a competitor brand meter reading of 55 mg/dl after 11 days of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.